Event description:
Patient developed an infection in the groin area after surgery. Surgery on (B) (6) 2009. Visited ER several times between (B) (6) 2009 and (B) (6) 2009 for pain. Readmitted on (B) (6) due to acute cellulitis. No culture done on infected area. Treated with antibiotics and white cell count reduced by (B) (6) 2009.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device is not available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. A review of lot history found no complaints from other customers for infections for the reported lot. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.